Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the hospital and is not available for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Reportedly, suture deployment was attempted with the guide wire still in the arteriotomy. Per the instructions for use - remove the guide wire before the exit port crosses the skin line. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device via a 6f sheath after a heart catheterization procedure. Reportedly, the guide wire was inadvertently left in the patient while deploying the proglide device. The proglide device and guide wire were unable to be removed from the patient anatomy as they were stuck. A cut down was performed to remove the guide wire and proglide device. Simple surgical suturing was performed to achieve hemostasis. The patient outcome was well. There was a clinically significant delay in the procedure due to the patient being sent to the operating room. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. (B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The reported difficulties appear to be related to user technique and the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no product quality issue identified with this device based on the information reviewed.